Event description:
Surgery was performed on (B)(6) 2010. The pt developed a cerebral spinal fluid leak requiring surgical revision on (B)(6) 2010. The surgeon reported that they noticed that the duragen plus (dp1022) did not adhere to the bed and the piece had shifted. The surgeon closed the wound with a competitive product. No pt injury occurred as a result of the event. Add'l clinical info requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.